Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported pump displayed upstream occlusion alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump displayed a continuous upstream occlusion alarm, which persisted despite battery replacement. The event occurred during setup. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.